Event description:
A surgeon reported two incidents with two different pts, that during intraocular lens (iol) implant surgeries, the plunger of the handpiece underrode the lens and caused damage to the angle. In a f/u, the surgeon reported the event continues but is expected to resolve with treatment. There are two medical device reports associated with this event. This is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 04/13/2012 by fax and mail. A completed questionnaire was rec'd on 04/16/2012. (B)(4).